Event description:
It was reported that a spectrum iq infusion pump had an improper shutdown due to a loose battery iq wireless battery. It was reported that allegedly these battery modules ¿had irregular clip sizes causing the battery to be loose which might lead to loss of contact with the power circuit of the pump¿. The report additionally stated that if this had occurred during infusion, along with pump shutdown, clinicians might have had to re-program the infusion parameters, which could cause a delay in treatment. The reporter stated, "multiple safety incidents" at the facility have been reported involving these "bad battery connections" and have resulted in a "variety of injuries and even a resuscitation". No additional information is available.

Manufacturer narrative:
The user facility submitted mw5147283 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.